Manufacturer narrative:
The insulin pump had a missing end cap sticker, a cracked reservoir tube lip, cracked battery tube threads, and a cracked case near the display window corners. The pump had a compromised force sensor system alarm during the prime/compromised force sensor system test due to moisture damage in the force sensor resistor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the compromised force sensor system alarm occurred more than once on the insulin pump. Customer stated that the pump can longer read the reservoir status.